Event description:
A report was received that the patient passed away. No further details were provided.

Manufacturer narrative:
Additional information was received that the patient death was due to cancer and was not device or procedure related.

Event description:
A report was received that the patient passed away. No further details were provided.